Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high capture and high impedance. The lead was attempted to be repositioned several times but were unsuccessful. The lead was not implanted and replaced successfully. The patient was in good condition prior, during, and post operation.